Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Stripe code: unknown. Strip storage: unknown. Symtpoms: none. A patient reported they were not able to get a reading. Their meter allegedly would not power on. Not able to get a blood reading at all on meter. Customer didn't test with any other equipment. Treatment was IV glucose. The batteries were replaced and still no power. No further information has been reported.